Manufacturer narrative:
This pg remains implanted and thus will not be returned for analysis. Should additional information become available this event will be updated.

Event description:
--

Event description:
Additional information provided noted that this device was explanted and returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found the rv lead tip still in the rv port and all the seal plugs missing and all but the ra ring setscrew missing. There are seal plug marks on the header indicating the seal plugs were present while implanted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information provided noted that this patient is being monitored and a procedure will be planned in the future.

Event description:
Boston scientific received information that this pulse generator (pg) displayed noise, oversensing which resulted in pacing inhibition on ventricular channel. The patient was asymptomatic. Further investigation noted that pacing thresholds and lead impedances had increased and were out of range in the bipolar configuration. The pg was reprogrammed to unipolar configuration. A boston scientific representative inquired about technical advice when it comes to programming options for optimization for this patient. Technical services discussed current programming and noted that the clinical observations may be caused by insulation defect of the outer conduction coil or fracture or a connection issue. Subsequently an x-ray was taken which confirmed that the right ventricular lead (competitor) was not fully inserted. At this time no further action has been taken. No adverse patient effects were reported.